Manufacturer narrative:
(B)(4). Eval, results: stroke. Based on the info provided no root cause can be determined.

Event description:
One endeavor rapid exchange drug eluting stent diameter 3mm length 24mm was successfully deployed in the proximal lad following predilation. The lesion was postdilated and the operation resulted in 0% stenosis. The 6 months follow up confirmed apical ballooning syndrome but the pt recovered. The pt took a fall approx 9 months post index procedure and an x-ray revealed a compressed fracture. Approx 11 months post index procedure, the pt suffered an acute ischemic stroke. Incomplete paralysis of the right upper/lower extremities and paralytic dysarthria were observed. Hyperkalemia and degenerative right shoulder arthropathy and tear on right rotator cuff were also observed. The investigator reports that there was no causal relationship between the stroke event and the product, zotarolimus or procedure. The pt is reported to be in remission. No additional clinical sequelae were reported.